Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after device change out, a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing with non-physiologic noise, sensing integrity counter (sic) and impedance variation. X-ray revealed that there was a loose setscrew resulting in connection issues with the rv lead not fully inserted into the implantable cardioverter defibrillator (ICD) header. The device and rv lead was revised with troubleshooting performed; however, the physician could not reproduce the noise and decided to remove the device and cap the lead. A new device and rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.